Manufacturer narrative:
Note: the explant date is unknown. Product was not returned for investigation. Data logs were returned and reviewed. The root cause of the high purge pressure issue was most likely a kinked purge line, as the purge pressure rose rapidly and flows declined. The high purge pressure resolved after the cassette was changed. Per the clinical information provided, the root cause of the access site bleeding issue was most likely patient movement during patient transportation. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the purge tubing kinked during patient transport prompting replacement. It was also noted that the patient developed an access site bleed, however intervention was not required and support with the implanted pump continued.